Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device is making a weird beeping noise and does not work. It was reported that there is moisture in the pump. It was reported that the customer's device is being replaced, and will return pump at a later time. No further information provided.

Manufacturer narrative:
The insulin pump received with moisture damage on electronics assembly, cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted. No audio/beep anomaly noted.